Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the pump exhibited low pump flow. The placement was verified under echo and later explanted. No patient harm was reported.